Event description:
It was reported that a pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted into the laa. A pseudoaneurysm was noted at the puncture site post index procedure. On (B)(6) 2021, a thrombin injection was performed to treat the pseudoaneurysm. The patient was progressing well and was discharged one week post procedure.